Event description:
It was reported that the patient experienced diaphragmatic nerve palsy. During a cryoablation procedure to treat atrial fibrillation (af), a polarxfit catheter was selected for use. While treating the right inferior pulmonary vein the second time, the temperature was dropped to -69 degrees and discontinued at 131 seconds, but it was observed that diaphragm movement became worse. The procedure was completed. No further information was provided. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.